Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, an image was displayed after the cable was replaced with a normal cable. Therefore, it was determined that the loss of image occurred because communication failure occurred due to an abnormality inside the cable (internal disconnection and the like). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿·do not strike the camera head. The camera head may be damaged. ·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: -externally, found the camera connector damaged, internally, found the device in a good condition with no damage or defects detected. When tested, found the device displaying no image when connected to the processor. Fitted a known working camera cable and confirmed the device now displays an image. The device was soak tested with no other faults detected. The device passed all tests in accordance with the manufacturer¿s test procedures. The device is working in accordance with the manufacturer¿s specifications with a known working camera cable attached. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head video connector got damaged. The issue was found during prechecks. There were no reports of patient harm.